Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to flattened act and down arrow dome switches. The insulin pump has cracked case at display window corners and with minor scratched lcd window.

Event description:
Customer reported the buttons on the insulin pump are difficult to press, issues started in december. Customer's blood glucose was unknown. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.